Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the white seal came off during insertion - no patient injury. Product not resterilised before procedure - was used. No extension of surgery time, no re-operation necessary, no blood loss of more than 500 cc, no extension of the incision by more than 1 inch. No change from endoscopic to open surgery, no unanticipated tissue loss, no portion of tack or device falling into nor left in patient.